Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Customer performed the first test on (B)(6) 2022 using an unknown sample and generated a positive result. A near method test with an unknown product was taken on (B)(6) 2022 with an unknown sample and generated a negative result. Repeat testing was performed on (B)(6) 2022 using ID now covid-19 assay on the same instrument, using an unknown sample, and generating a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted for the initial and investigation completion. Testing was performed at abbott diagnostics (B)(4). On retained kit lot m189897 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m189897 and test base part number 190-430 / lot m189897. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.